Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. There was a cut through the outer insulation.

Event description:
It was reported that during the implant procedure, when the lead was pulled out to reposition, the physician noticed the insulation was shredded off the side. The lead was not implanted. No patient complications have been reported as a result of this event.